Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver won't hold files. No injury occurred.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: nc075082/ca-sn:(B)(6):contra angle 150465 (2021) (dirty collet and plain bearing damage) defective. As requested, you will receive the wst back unrepaired to our relief. Please note that the wst is untested and unrepaired and is therefore not suitable for use on patients. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Root cause: various mechanical problem. Contra angle collet defect. Contra angle dirty.misuse. Conclusion code: cause traced to maintenance.